Event description:
It was reported that t:slim x2 pump battery would not charge, pump screen remained dark, and charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Technical support confirmed that using tandem original charging cable and wall adapter resolved the issue, pump began charging, and no further assistance was required.